Manufacturer narrative:
No pt injury was reported. Three atempts were made to contact the customer to gain additional info regarding this incident. No response was rec'd. According to the gambro technical service report, there was no history data available to assess scale alarms during this time period. Prisma event history was erased. A gambro technical services (gts) field rep inspected the machine and found that the blood pump rotor had some normal wear and tear. He verified pump occlusivity was within MFR's specifications and replaced the blood pump rotor as a precatuion. All pressure pods transducer seals were replaced. The service technicain performed all functionality tests per MFR's procedure and simulated treatment without any issues. Scales, pumps, and pressure tested with MFR's specifications. The incorrect weight removal issue and unrelated to the replacement of the blood pump rotor and pressure pods transducer seals.